Manufacturer narrative:
As a result of inspecting the subject scope by fujifilm, the endo clip was removed from the channel, and the condition of the channel was found to be fine. There were also no problems with the images. The bleeding from the gastric body that occurred after the biopsy was not caused by the subject endoscope. During the hemostasis procedure, the physician's incorrect operation caused the endo clip to get stuck in the endoscope's channel, which caused a slight delay in viewing bleeding site and taking treatments for the bleeding afterwards. The patient who had bleeding after a biopsy from the gastric body, was transferred to another hospital for further evaluation. It is unclear whether this delay caused by the malfunction had any impact on the patient's condition or outcome.

Event description:
It was reported that during a endoscopic procedure, an endo clip accidently deployed into the scope to control a bleed. The clip was later retrieved during manual cleaning. This delayed the procedure by three minutes while the scope was replaced. The patient who had bleeding after a biopsy from the gastric body, was transferred to another hospital for further evaluation. The screen was red and would not clear despite using "window washing" resulting to inability to see during case.